Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product would not be returned.

Event description:
Metal piece stuck inside cheek, cut me [mouth injury], bruising - mouth [oral contusion], brush head came off toothbrush and metal piece stuck in cheek and cut me [injury associated with device], brush head came off toothbrush [device breakage]. Case description: a (B)(6) female consumer reported via phone on 29-dec-2016 that she used an oral-b rechargeable toothbrush, version unknown, 3 times a day beginning on an unspecified date, and "the other day" the oral-b brushhead, version unknown came off while she was brushing her teeth. A metal piece on the toothbrush handle stuck her in the side of her right cheek. Her cheek was cut, and some black and blue bruising appeared to her right cheek later that same night. The consumer did not seek medical attention. She applied neosporin to the cut, and it recovered after a few days. The bruising recovered after about a week. The consumer reported she purchased another toothbrush. She stated she put another brush head on it, and the same thing happened. The case outcome was recovered. Relevant history: multiple allergies.